Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 278 mg/dl to 378 mg/dl. Customer's blood glucose at the time of the call was 323 mg/dl but then went to 400 mg/dl and was concerned about this. Customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal and the pump settings are correct. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was advised that a tubing clamp would be sent out and to call back to test for any occlusions and to further troubleshoot. Customer was also advised to monitor the pump and call back if issues persist.